Event description:
It was reported that high threshold was observed. Lead was found to be dislodged. Lead was explanted when repositioning was unsuccessful. Patient condition is good.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.